Event description:
It was reported out video to all the monitors in the room during preparation. This room uses an extensive network of custom video paths and splitter devices to use the same screens across multiple devices. After some time with other hospital support staff in the room, the issue was resolved. It appears to be related to the non-(B)(6) configuration of video. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).